Manufacturer narrative:
Updated data: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, lot #: 0010739592, ubd: 2023-06-28, UDI#: (B)(4). B5. Additional information was received that the cause of the left main artery occlusion and cause of death are unknown. H6. Eval code method for dcs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that thrombus may have embolized down to the left coronary artery. It is possible that this occurred following the initial balloon aortic valvuloplasty (bav). However, per the physician, the cause of the occlusion cannot be confirmed. Updated codes: patient codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient's baseline pressure was reported as 100 mmhg. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 16 mm non-medtronic (atlas) balloon. During the pre-implant bav, the patient became hypotensive, but the patient's pressures were able to recover. The left femoral was used as access for the delivery catheter system (dcs). While crossing the native aortic valve with the dcs, the patient became hypotensive again. The valve was deployed to 80%. An aortic root injection was performed which revealed the valve placement to be high. The valve depth was reported as 0-1 mm on the non-coronary cusp (ncc) and 0 mm on the left coronary cusp (lcc) in the cusp overlap view. The coronary arteries were reported to be patent. The valve was recaptured and re-deployed to a deeper depth. The second deployment attempt was at a depth of 5-6 mm on the ncc in the cusp overlap view. At this time it was reported that the patient's pressures had dropped to 40-50 mmhg. The valve was recaptured again, and forward pressure was put onto the dcs wire to move the valve slightly aortic. The deployment depth was satisfactory and the valve was completely deployed. The dcs was withdrawn. An angiogram of the femoral artery was adequate. A pigtail catheter was placed in the outflow of the valve to access the coronary arteries and the aortic root. The right coronary artery was seen but it was reported that there was no visualization of the left coronary artery. A non-medtronic guide catheter was used to cannulate the left coronary artery. Coronary and selective angiograms showed no blood flow to the left anterior descending artery (lad) or circumflex artery (cx). Medications were administered for the loss of pressure and the patient was defibrillated, while attempts were made to pass a coronary wire down the left system. A wire and 2.5 mm balloon were advanced into the distal left main artery and inflated back to the ostia. A 4.0 mm balloon was then inflated through the left main coronary artery, followed by two 4.0 mm stents, placed in the left main coronary artery. Blood flow to the lad or cx arteries was not seen. The patients blood pressure was unable to recover. The patient subsequently died.